Event description:
It was reported that approximately two years post ivc filter implant, the pt presented with chest pain and a CT scan demonstrated a detached filter arm in the heart. The ivc filter was retrieved and the pt has been scheduled for surgical removal of the detached filter arm.

Manufacturer narrative:
The lot number for the device is unk; therefore, the device history records could not be reviewed. The investigation is currently underway.